Manufacturer narrative:
Lot # now provided.

Manufacturer narrative:
No pt was present at the time of the alleged malfunction. The device manufacture date could not be determined as no lot number was provided. The part has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Provided correct lot number and device manufacturer date.

Event description:
A medtronic representative reported, he manually re-aligned/adjusted the frazier straight suction in order to get it to verify in the divot of the fusion navigation system. The alleged malfunction was reported to occur before the pt was in the room. The rep was later trained by technical services personnel that this is unapproved use of the device.